Event description:
An international distributor reported a customer's battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED log files identified intermittent "no pads" alerts. The device was returned for further evaluation. Investigation identified a connection issue associated with an ic chip, which contributed to the "no pads" warnings. During the investigation, the AED underwent functional testing, including shock testing, and the unit operated as designed.